Event description:
A peritoneal dialysis (pd) patient's contact called fresenius customer service reporting the adhesive island dressing 4x4in. 50/bx. The patient caregiver (B)(6) stated the patient experienced an allergic to island dressing on (B)(6) 2025. There was patient involvement and patient reaction reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).